Event description:
Per rep, a bur broke and flew across the room. No one was hurt, and they weren't using it on a pt yet. It broke while testing the handpiece prior to use. This was during dr's oral surgery case.